Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels. Bg values were not provided. Reportedly, the customer had seizures due to the low bgs. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.